Event description:
It was reported that a svc filter was placed for upper extremity dvt at outside institution. Patient had a chest pain event one year later. During cardiac catheterization, filter was noted to be fractured and an upper arm strut was embolized into the right ventricle. Svc filter was removed percutaneously. Patient status unknown.

Manufacturer narrative:
The event was reported via a medwatch report # (B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. (Manufacturer listed to the medwatch report is incorrect).